Event description:
It was reported that the patient's system controller had a green discoloration on part of the display. No alarms were noted. A controller exchange was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration to the system controller¿s display was confirmed via analysis of the returned system controller (serial number: (B)(4)). During testing, the controller¿s lcd display was observed to be blurry and had a green discoloration. The blurry screen did not prevent information from being displayed or read from the display. The returned controller was disassembled to inspect the internal components and a green fluid substance consistent with fluid ingress was obsehttps://emdr.FDA.gov/emdr/formredaction/b5.jsf#rved on the controller¿s main printed circuit board (pcb); however, no damage related to fluid ingress was observed on the pcb components. Further inspection of the internal components revealed that there was fluid ingress in the lcd display, this would have resulted in the reported discoloration to the display. The downloaded log file contained approximately 15 days of data (13oct2022 ¿ 28oct2022 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2022 at approximately 14:20:29 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event was determined to be due to fluid ingress; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ and heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ states to ensure that a competent caregiver is present during a system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.